Manufacturer narrative:
Investigation results: visual examination of the returned uromax ultra balloon catheter noted that the balloon was inflated without any issues; however, multiple kinks were observed on the shaft of the device which is consistent with excessive force having applied to the shaft. The noted defects likely occurred due to anatomical/procedural factors encountered during the procedure that could have limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. There was no evidence to suggest that the device was used in a manner inconsistent with the labeled indications. A search of the complaint database revealed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a uromax balloon kit was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, they noted that the balloon failed to inflate and the catheter was bent. The procedure was completed with another uromax balloon kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a uromax balloon kit was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6)2017. According to the complainant, during the procedure, they noted that the balloon failed to inflate and the catheter was bent. The procedure was completed with another uromax balloon kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.